Event description:
It was reported that there was attempt to use an aq2010v three piece silicone lens. Lens had resistance coming out of inserter. The lens was discarded by the facility. Further information has been requested but non has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4): method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search, a specific root cause of this event could not be determined, (B)(4).